Manufacturer narrative:
The malfunction is consistent with mis-sampling of the patient sample due to poor sample quality. When the outside surface of the sample probe is contaminated, a higher sample volume may be pipetted causing false high results. The investigation determined the event was due to pre-analytical handling issues at the customer site.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for ise indirect na, for gen.2 on a cobas 8000 ise module. The initial result was 161.7 mmol/l. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2019 the sample was repeated on a different ise module and the result was 151.2 mmol/l. On (B)(6) 2019 the sample was repeated on the ise module in question with a result of 151.2 mmol/l. The na cartridge lot number and expiration date were not provided.